Event description:
The customer reported that the knife blade is protruding from the jaws of the instrument. To date, the site contact has not been able to provide additional details regarding the device or incident.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2012. The incident device has been received and is under evaluation. Additional questions in regard to the incident have also been asked. When the device evaluation is complete, a follow-up report will be submitted.